Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a scope-connector is dirty, incompatible scope (e315) and no image is displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be identified and for no image and incompatible scope (e315) cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.